Manufacturer narrative:
The device was returned to olympus repair center for evaluation. According to the evaluation, the following was found. All front panel led's were blinking and made a click sound due to a defective power supply unit. Olympus repair center replaced the power supply unit. However, the front panel was not turned on properly and not lighted on due to a defective circuit board. Receptacle connector was loosened. Heavy rust was found on the circuit board. Wire inside the units was rusted. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found that all leds of the front panel flashed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center found that the power supply unit and circuit board had a failure. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the failed power supply unit and circuit board. Aging deterioration may have caused the defect because 9 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.